Manufacturer narrative:
The pump passed the sleep current measurement and active current measurement. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Perform the history review 1 week from the event date 04-feb-2026 in the pump history file and found no unexpected battery alarms/alerts or anomalies. Using the baat tool, "battery cycle 3.0 received the lowbatteryalert (104) on 01/25/2026 10:13:00 after more than 7 days at 20.56 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records." The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained keypad overlay, cracked select button at keypad overlay, cracked case at corner belt clip rails, and cracked battery tube threads. Pump was cut open to perform visual inspection found moisture damage to the pcba1, pcba2, motor home switch, and force sensor. The test p-cap locks properly in place in the reservoir compartment. Power problem-charge/battery lasts less than expected not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced short battery life issue with the pump. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884.